Manufacturer narrative:
Date device returned to manufacturer is unknown. The date of investigation was used. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® k2 edta 3.6mg had low or no draw. No serious injury or medical intervention reported.